Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter's display was cracked. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2011, at approximately 7pm. The patient reportedly manages her diabetes with humalog insulin through pump therapy and did not take any action in regard to the alleged issue. The mother stated the patient became "stressed and was crying" when the display broke. She was able to check her blood glucose with another device and she reportedly obtained a value of "240mg/dl" using her back up meter (unknown brand) at approximately 7:15pm and self-treated with an unknown dose of humalog insulin. At the time of troubleshooting, the cca noted there was no form of misuse/trauma to the subject meter and it was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a serious injury and there was no delay in testing or treatment based on the back up meter's result. However, this complaint is being reported because the alleged product issue remained unresolved.